Event description:
The premature coil detachment occurred late in the case. Both compression and tension resistance were involved. The coil chosen was too large for the aneurysm and this may have caused the compression and tension resistance on the coil during manipulation and repositioning which may have lead to the premature detachment. The coiled was removed from the pt. The pusher assembly and the coil are not available for return. This MDR is associated with MDR 3005168196-2011-000104.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.